Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the casing had been cracked which might have emitted sparks but no evidence of burn marks.

Event description:
Consumer called and stated the switch started sparking.